Event description:
It was reported that this right ventricular (rv) lead had a change on threshold measurements since implant which could indicate a lead dislodgement or integrity issue. Boston scientific technical services (ts) recommends patient to contact physician. This lead remains in service. No adverse patient effects were reported.